Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number se13fe6 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The problem was confirmed via a visual inspection. A leak test was performed under water at 8 pounds per square inch and it was observed that the cassette leaked on the edges of the cassette. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation, another sample was returned and found to have a leak. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.